Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. As received, the belt failed fall off and te recognition tests. In addition, the dn to rear te cable was pulled from the strain relief and the trunk cable connector was cracked with cosmetic damage. Upon eval, the dn to rear therapy electrode (te) cable was pulled from the strain relief and the pulse wire in the dn to rear te cable was broken from the solder joint in the dn. The ECG c and d cable was also pulled from the strain relief. The cause for the test failures is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the cable sections. No adverse event resulted from the damaged pulse wire. The pt received a replacement electrode belt.

Event description:
The nurse of a (B)(6) female pt called zoll customer support to report damaged cables on the pt's electrode belt. The pt was issued a replacement electrode belt.